Manufacturer narrative:
The reported inappropriate therapy delivery was confirmed in the laboratory via review of the stored electrograms and was due to p-wave oversensing. The device was tested on the bench, and no anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that prior to elective explant, a stored episode of inappropriate hv therapy for a false vf episode was observed. The device was explanted and replaced. The patient was in good condition following the procedure.